Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced interference between her device and the scanner at the check-out counter of a supermarket where she worked. The reporter indicated that when the patient scanned items at the counter, the patient experienced increased strength and rate of stimulation. However, when the patient moved away, it stopped. The patient was directed by her healthcare provider (hcp) to turn the device off when working, as the hcp was worried that the unexpected change in stimulation could injure the patient directly. However, since this meant the patient had to self-catheterise again, which defeated the purpose of having an implant, the patient was advised to decrease stimulation to see if that helped with the 'stronger and faster' pulsing. There was no patient harm or injury, and no actions were required as a result of the event.